Event description:
It was reported that during a follow up in clinic, the device was found to be in back up vvi (bvvi) mode resulting in disabled high voltage therapy. Abbott technical support was contacted and found the cause of the bvvi was due to use in an off-label magnetic resonance imaging (MRI) environment. The device was successfully reprogrammed to resolve the event. The patient was in stable condition.